Event description:
It was reported to philips that the flexvision pc failed, which could impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited the site and confirmed the reported issue. Upon troubleshooting, fse found the tsm tablet's application corrupted. To resolve the problem, fse reinstalled the tsm software. After reinstalled of the tsm software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.